Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set then reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 5. The home patient (hp) stated that they disconnected in dwell cycle and then the hc machine started alarming. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm, advised to finish with a manual bag and notify the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.